Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not close. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Harvester stated that "jaws would not close." They tried several times to manipulate but decided to use a different hemopro 2.

Manufacturer narrative:
On 04/07/2016 12:11 pm (gmt-4:00) added by (B)(6): updated sections in report. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. . The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
On 02/11/2016 12:52 pm (gmt-5:00) added by (B)(6): the hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not close. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Harvester stated that "jaws would not close." They tried several times to manipulate but decided to use a different hemopro 2.